Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The head section of the bed dropped causing the end user to hit their head on the head board.